Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "doctor inserted the balloon catheter and after insertion the balloon was not inflating when iabp was initiating. Under fluoroscopy it could be viewed that the distal part of iab remained wrapped and only partial inflation noted. High pressure alarms sounded". As a result, the iab was removed and the procedure was abandoned. No patient harm or injury. The patient status is reported as "critical" before and after the event.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the hemostasis/stat-loc cuff was noted disconnected from the iabc bifurcate. A bend was noted to the iabc at approximately 72.0cm from the iabc distal tip. The distal end of the teflon sheath was noted at approximately 37.1cm from the iabc distal tip; buckling to the teflon sheath extrusion was noted at approximately 8.0cm to 11.5cm and 13.0cm to 15.0cm from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline tubing. A 30cc inflation driveline tubing was noted connected to the iabc. The bladder was noted wrapped (or considered twisted). Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "lcs". The customer also provided videos for analysis. The first video shows the iabc bladder under fluoroscopy and the bladder was not fully inflating/would not fully unwrap during pumping. The second video shows the iabc with the bladder noted as twisted. Both videos are consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0064in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it started losing pressure. This was repeated with similar results. No blood or obvious debris was noted within the one-way valve upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve failed. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. Upon checking the remaining length of the fos fiber, the fiber was confirmed broken approximately 27.5cm from the iabc bladder tip. No other fiber breaks were noted. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 72.5cm from the iabc distal tip, which is the location of a previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.7cm from the iabc luer, which is the location of a previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon was not inflating" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to address the issue. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "doctor inserted the balloon catheter and after insertion the balloon was not inflating when iabp was initiating. Under fluoroscopy it could be viewed that the distal part of iab remained wrapped and only partial inflation noted. High pressure alarms sounded". As a result, the iab was removed and the procedure was abandoned. No patient harm or injury. The patient status is reported as "critical" before and after the event.